Manufacturer narrative:
Further information has been requested.

Event description:
Received a phone call from (B)(6). At an unknown date the patient was implanted with a gore excluder aaa endoprosthesis featuring the c3 delivery system. On (B)(6) 2011, the patient was converted to open repair. Further information has been requested.